Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was confirmed. The root cause for the reported event could not be determined. The device was evaluated upon receipt. During evaluation it was found that the level sensor cup was cracked. The level sensor was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, arctic sun device was reading full when it was empty, installed test io card. There was no suction, installed test circulation pump to fill. Per sample evaluation results on 26nov2025, plastic shell shavings and foam found within the unit. Level sensor cup cracked. Level sensor tubing expanded. Flow meter showed evidence of sticking. The servicers noted that the shell pieces were found within the unit while the foam was found within the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, arctic sun device was reading full when it was empty, installed test io card. There was no suction, installed test circulation pump to fill. Per sample evaluation results on 26nov2025, plastic shell shavings and foam found within the unit. Level sensor cup cracked. Level sensor tubing expanded. Flow meter showed evidence of sticking. The servicers noted that the shell pieces were found within the unit while the foam was found within the tank.